Event description:
The customer reported that the system was not storing pt images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The workstation keyboard and mouse pad were reseated during service. The system was tested and found to be working as intended and put back into service.